Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the tip of the prosthesis reducer broke off and was left in the patient unintentionally. The patient was brought back into the surgery to remove the broken piece.